Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had emitted call service 012 alarms and the issue could not be resolved. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2016 with the following findings: a review of the black box indicated one call service 012 alarm occurred on (B)(6) 2016. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no issues occurring. No errors, alarms, or warnings occurred during investigation. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).